Manufacturer narrative:
(B)(4). Review of the device logs had revealed an increased intraperitoneal volume (iipv). The baxter's product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. External and internal visual inspections revealed no problems. The device functioned normally during pal testing. The device was determined to meet functional and electrical performance specification requirements. A service history review (shr) revealed no issues that may have contributed to the iipv. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 4. The patient's largest prescribed fill volume (lpfv) was 2500 ml and the drain volume was 4860 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse to notify her of the iipv found during evaluation.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.